Manufacturer narrative:
H10: internal complaint reference: (B)(4). D4 updated.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided images was performed and found a monitor displaying some images that look grainy and yellow. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include a defective control board. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (type of investigation & investigation findings).

Manufacturer narrative:
Internal complaint reference (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a knee arthroscopy, the camera did not allow adequate visualization of the surgical field, the image was rainy and did not allow an optimal visual field. The procedure was completed the same faulty device. There was a delay greater than 30 minutes as extended anesthesia time beyond was required, and it was a complex procedure to complete due to low visibility, no further complications were reported.